Event description:
It was reported that a stryker starter hand reamer that was used in conjunction with the stryker howmedica command instrument was placed down the shaft of the femur and broke off at its more distal aspect in the mid-shaft of the femur.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. Additional info from the user facility: stryker starter awl / stryker reamer. Starter reamer.